Event description:
It was reported that battery did not last as long as expected. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.